Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported via device tracking left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported via device tracking left side capsular contracture baker grade unknown. Device has been explanted.